Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Looking down the barrel of the returned drill guide, there appeared to be lines of galling causing fit issues with the mating cannulated trocar. The reported failure has been confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient present. It was reported that an issue was found with the universal drill guide udg outside of surgery. It was reported that it was difficult to insert the cannulas into the opening.